Event description:
It was reported the patient was hospitalized with diabetic ketoacidosis while using the infusion device. The patient received an e4 occlusion and w8 bolus cancelled message prior to the hospitalization. The patient attributes the hospitalization to the e4 occlusion message. The patient received a blood glucose result of 258 mg/dl. Approximately 1 hour later, the patient was taken to the hospital. The blood glucose result at the hospital was "400's mg/dl." The patient was treated with dextrose and insulin via IV. The patient was admitted into the hospital for 2 nights. The device serial number was not provided. The device is not expected to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.